Manufacturer narrative:
The reported complaint was confirmed. The pressure switch, flow switch assembly and solenoid valve were replaced resolving the issue. Per subsidiary, there will be no parts returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, that the heater cooler was losing water and had a low flow. There was no patient involvement.